Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump preparation, sterile operator who was preparing the pump was unable to unscrew the modular cable from the pump cable. A new pump was used, and the faulty pump was discarded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty disconnecting the modular cable from the pump cable inline connector was not able to be confirmed. A specific cause for the difficulty unlocking the connection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for modular cable, lot # 10310808 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 2 ¿system operations¿ of the IFU (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿disconnect your currently connected modular cable from the pump cable by rotating the locking nut of the inline connector until the locking nut spins freely. You will hear a clicking sound as you rotate the locking nut (this is normal). When the clicking sound has stopped, and the locking nut spins freely, then pull the connectors apart.¿ to connect the replacement modular cable to the pump cable by: ¿aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 5 of the IFU, ¿surgical procedures¿ provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was no delay in surgery due to the issue and no adverse events associated with the event.